Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 transistor on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the damaged monitor.